Event description:
It was reported that the customer experienced a high blood glucose (bg) level displayed as "high"; however no specific value was provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer delivered a correction bolus via the pump to address bg. Customer consulted with healthcare provider to update pump settings to address the event.